Manufacturer narrative:
The complaint was opened for one instrument identified as ¿(B)(4) ao synthes (B)(4) sawblade¿. The description lists a competitor¿s name. The customer¿s pictures show an instrument that appears to be an oscillating saw blade or a bending plate. It does carry a smith and nephew logo. It confirms the fractures. Root cause is not completely definitive although force is apparent. The lot number and the product number could not be confirmed within the documentation system. Conclusions, concise investigation and evaluation are not possible without product to evaluate and proper identification. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Foreign zip code: (B)(4). And updated.

Event description:
It was reported that during an unknown procedure the saw blade was broken into individual parts at the front when sawing. No patient injury was reported, a back up device was available and it is unknown if a delay happened.

Event description:
It was reported that the saw blade was broken into individual parts at the front when sawing. No patient injury was reported.